Manufacturer narrative:
Summary evaluation: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified, and the complainant statement ¿iop increased due to clogged shunt¿ could not be confirmed. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported a patient had cataract extraction and glaucoma filtration device implant procedure simultaneously five months following the initial visit. The intraocular pressure was 10 mmhg. Three months later the intraocular pressure had risen to 34 mmhg. The surgeon suspected clogging of the device and used a yag laser to irradiate into the main hole of the lumen. The filtration bleb expanded and the intraocular pressure decreased to 6 mmhg. The yag laser treatment was repeated three more times with no increase in intraocular pressure. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that the intraocular pressure rise was confirmed at months four, five, and approximately seven to eight months following the procedure. Yag laser irradiation was applied into the lumen to expand the bleb and the intraocular pressure decreased on these occasions. The symptoms were recovered.